Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric intraocular lens (model zct400 +8.5 diopter) was implanted in the patient's left eye on (B)(6) 2018. There were no patient complications and/or related injury. The intraocular lens (iol) originally placed at 55 degrees, was measured at 76 degrees at the 6-month post-op visit on (B)(6) 2018. Reportedly, there are no plans for iol repositioning as the patient did not experience any visual issues. The lens remains implanted. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.